Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown, further described as due to ¿natural causes¿ and "assumes arrhythmia" (however, neither cause was medically confirmed). The patient was not hospitalized prior to death. Pd therapy was ongoing until the time of death. It was unknown if the patient was performing therapy with a homechoice system or a baxter solution at the time of death. It was not reported whether an autopsy was performed. It was unknown if an esrd death notification was available. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was manufactured in feb 2014. The device was returned to baxter and an evaluation was performed to investigate the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The cycler remote toolbox was used to analyze the device pneumatic system and it revealed no leak and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.